Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 547 mg/dl. The customer had been feeling sick, shaky, lethargic and fatigued. He was treated with intravenous insulin at the hospital. The customer had been wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. The insertion site was not sore or irritated. The time and date were incorrect and the customer was assisted in correcting. The basal rates and bolus wizard settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test and the self test. The insulin pump was not replaced or returned for analysis.